Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed with a 1.2 x 6 mm mini trek. Further dilatation was performed with the 2.0 x 15 mm mini trek; however, the balloon ruptured on the second inflation of 14 atmospheres (atm), for 10 seconds. A 2.5 x 15 trek was then used for dilatation; however, this balloon ruptured on the second inflation of 12 atm, for 10 seconds. No further dilatation was needed, and a non-abbott stent was implanted to treat the lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: x-tream, pilot 50, runthrough. Guide cath: bt xb 6f 3.0 sh. Evaluation summary: product performance engineering reviewed the incident information and the analysis of the returned product. Analysis of the returned product noted contrast visible in the inflation lumen and the balloon was loosely-folded, suggesting that the device was prepared for use and pressurized during the procedure. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a longitudinal rupture in the balloon for a length of 7 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuousity or insufficient preparation prior to use. In this case, it was noted that the balloon was initially soaked and prepared outside of the body per the instructions for use. As there was no report of any leaks noted during preparation for use and it was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as mildly tortuous, moderately calcified and 100% stenosed, which likely contributed to the reported difficulty. As a mini trek balloon also ruptured during the procedure, this further suggests that the patient anatomy likely contributed to the experienced ruptures. Scanning electron microscopy (sem) lab analysis concluded that balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Radial damage was found leading to and extending through the edge of the rupture on the outer surface. In this case, it is possible that the balloon interacted with the tortuous and calcified lesion during both inflation attempts, such that the material became weakened/damaged and ultimately ruptured below the rated burst pressure (rbp). In review of the reported information and the analysis of the returned catheter, the balloon rupture appears to be related to circumstances of the procedure. Based on the lot history record review and a query of similar incidents for this lot, there is no indication of a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. The mini trek 2.0 x 15 mm is being filed under separate medwatch report.